Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock could not be obtained at any spacing with one type of external processor. The no lock condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock could not be obtained at any spacing with one type of external processor. The no lock condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed all of the mechanical tests performed. The hybrid visual inspection revealed non-conductive epoxy encroachment at the kovar tab and one of the components. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across one of the electrical components (kovar tab), which is believed to be related to the loss of lock. A CAPA was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.